Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.